Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2018, that on approximately (B)(6) 2018, the patient experienced a skin reaction. The patient¿s mother stated that irritation occurred at multiple sensor insertion sites, including the upper buttocks, arm, and abdomen. The incident dates and the number of sensors reactions occurred with were not provided. Patient was prescribed an ointment for the skin reaction, however the date of medical intervention was unknown. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.